Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the glidescope core onetouch smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope core onetouch smart cable and confirmed the cable showed no video. When a test blade or baton was connected though, and when pressure was applied to the hdmi connector while plugged into a baton, video could be restored intermittently. Technical services attributed the issue to cable failure. The glidescope core onetouch smart cable will be forwarded to verathon (B)(4) for further investigation. Verathon has opened a corrective and preventive action (CAPA) to further investigate the issue and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope core onetouch smart cable, there was no image. A delay of an unspecified duration occurred as another glidescope core system was obtained to complete the procedure. No harm to the patient or user was reported.